Event description:
It was reported that the right ventricular (rv) lead experienced abnormal sensing and threshold measurements as determined during a programming check. The patient received a radiography check in which the image showed that the lead had dislodged. The physician intends to replace the lead shortly. In addition, the patient complained of feeling pain during the night and being unable to sleep well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).